Event description:
It was reported that the vertical lift column on the 9800 system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The key-switch was in the wrong position. The system was found to be working as intended, and put back into service.